Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Device evaluation: the lens was returned stuck in a cartridge. Visual inspection found the haptic torn. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, a cq2015a intraocular lens, diopter +20.0 was torn during loading. There was no patient contact with the lens and a back-up lens was successfully implanted. This occurred on (B)(6) 2019. The cause of the event is reported as the surgeon using a different viscoelastic to load the lens "which broke the haptic".